Manufacturer narrative:
There was no patient injury. The PICC broke and have to be removed and a new one placed. The complaint product was returned for analysis and no lot number was provided. Therefore, the breakage issue could not be verified. A definitive root cause could not be determined. There is nothing in the complaint to suggest that the device was used inappropriately. However, there are many reasons why the PICC lines can break. Some potential causes for the device breakage include: a failure to secure the catheter to the patient with a slight bend of catheter tubing near the insertion site that acts as a strain relief. Taping over the catheter tubing. A bolus of infusate applied with excessive pressure (for instance using high-pressure mechanical injection of fluids or using a syringe smaller than 10 ml). Excessive pressure used when flushing. Force flushing when resistance is encountered. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Nurse found an argon #384232 snapped in half below the securement disc under the dressing on a patient. PICC line not saved. Medical intervention-pt received a new PICC by a different manufacturer.